Event description:
It was reported on (B)(4) 2012 that high lead impedance was observed upon performing diagnostic testing in the month of (B)(6) 2012. The exact date is unknown to date. It was also noted that the patient had increased tonic seizure frequency since (B)(6) 2012 from three to six per month (still below pre-vns baseline levels) which the physician correlated to the device not delivering the intended therapy. It was also reported that the device was at unintended settings due to a suspected programming anomaly as noticed in (B)(6) 2012 which is reported in manufacturer report number: 1644487-2013-00052. A chest x-ray was obtained, and per the physician, there was reportedly no change in the position of the vns device. In addition, the leads appear to be in continuity in the chest x-ray examined by the physician. A copy of the x-rays is not going to be provided to the manufacturer for review. No patient manipulation or trauma occur that is believed to have caused or contributed to the event. It was previously reported that high lead impedance was observed on (B)(6) 2008 on system diagnostics. The same results were obtained when the patient's neck was extended so that the leads were pulled. A nurse at the treating physician's office at that time reported that x-rays were taken of the patient's device and that the radiologist had not identified any fractures. The patient had not been experiencing any adverse events since the finding. Follow-up with the patient's treating vns physician on (B)(6) 2009 revealed that system diagnostics recently performed on the patient's generator had resulted in results within normal limits (dcdc=3), and that no interventions had been planned as the patient's seizures were under control and the device appeared to be functioning within normal limits. Although vns full revision surgery has been recommended by the physicians and is likely to occur, the surgery has not occurred to date. Attempts to obtain a copy of the physician's flashcard have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A copy of the physician's flashcard was received and reviewed by the manufacturer. It was observed that on (B)(6) 2011, system diagnostics were within normal limits indicating proper device function at that time. However, previously on (B)(6) 2008, the high impedance was observed with dcdc=5 as previously reported. The cause of the intermittent high impedance is unclear, but may be related to an intermittent connection and incomplete insertion of the lead pin into the connector block of the generator as the high impedance was first observed about two months following generator replacement surgery. The patient had generator and lead replacement surgery on (B)(6) 2013. The explanting facility does not return explanted devices without patient signed release authorization. Therefore, attempts for product return are unsuccessful.

Manufacturer narrative:
Analysis of programming history. Age at time of event: corrected data: the initial report inadvertently reported the date incorrectly. With the new information received, the date of event was (B)(4) 2008 and therefore the patient's age was incorrect. Date of event, corrected data: the initial report inadvertently reported the date incorrectly. With the new information received, the date of event was (B)(4) /2008. Relevant tests/laboratory data, corrected data: the initial report inadvertently reported the (B)(6) 2009 diagnostic results incorrectly. There are no diagnostic results on this date. Brand name, corrected data: with the available information, the suspect device is likely the pulse generator so the initial report inadvertently reported the name incorrectly. Type of device, corrected data: with the available information, the suspect device is likely the pulse generator so the initial report inadvertently reported the device incorrectly. Model #, serial #, lot #, expiration date, corrected data: with the available information, the suspect device is likely the pulse generator so the initial report inadvertently reported the data incorrectly. Implant date, corrected data: with the available information, the suspect device is likely the pulse generator so the initial report inadvertently reported the date incorrectly. Device manufacture date, corrected data: with the available information, the suspect device is likely the pulse generator so the initial report inadvertently reported the date incorrectly.